Event description:
Physician attempted to use an everflex entrust self-expanding stent during treatment of a 250mm plaque lesion in the patient¿s left distal superficial femoral artery (sfa). No vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The target lesion was pre-dilated with a 6mm balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported the deployment of the stent was only partial. The thumbscrew/lock-pin wa s checked for securement prior to procedure. The lock-pin was removed prior to deployment. There was damage to the deployment mechanisms or device handle prior to deployment issue. Broken wires were reported. Disassembly of the thumb wheel was required in order to fully deploy the stent. Stent deformation in vivo during positioning/deployment was also reported. The stent was elongated and ended up approx. 240mm. Further stents were implanted due to the fact that the everflex stent was deployed and excessively elongated to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis:nine images were provided for review. The images are photos of images on a screen and are of poor quality. A cto of the left sfa is visualized. The second image shows the tip of a catheter in the distal sfa. There is then a guidewire visualized through the vessel. An image depicts a deployed stent with stent markers visualized. The guidewire is visualized through the length of the stent. The stented segment appears widely patent. There were multiple close up images submitted, however, stent deformity and elongation is not visualized. The popliteal artery appears patent. There are overlapping stent markers visualized indicating the subsequent stents were implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no stent placement adjustment after the initial flowering of the stent. The stent was deployed in the target location. The delivery system was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.